Manufacturer narrative:
The sodium electrode lot number was ben09 with an expiration date of 20-jun-2025. The potassium electrode lot number was bjp88 with an expiration date of 20-jun-2025. The chloride electrode lot number was bpd54 with an expiration date of 20-jun-2025. The field service engineer replaced solenoid valves and primed the analyzer. The investigation is ongoing.

Event description:
There was an allegation of questionable ise results from the cobas 6000 c501 analyzer. The samples were repeated on another cobas c501 at the site. Sample 1: the initial potassium result was 5.94 mmol/l with a data flag. The automatic repeat result was 4.92 mmol/l. The sample was repeated on another cobas c501 and the result was 5.32 mmol/l. A new sample was drawn from the patient, and the result was 5.06 mmol/l. The initial chloride result was 78.8 mmol/l, and the repeat result was 94.2 mmol/l. A new sample was drawn from the patient, and the result was 98.4 mmol/l. Sample 2: the initial sodium result was 152 mmol/l, and the repeat result was 142 mmol/l. The initial potassium result was 4.94 mmol/l with a data flag. The repeat result was 4.3 mmol/l. The initial chloride result was 86.1 mmol/l, and the repeat result was 101.8 mmol/l. Sample 3: the initial sodium result was 158 mmol/l, and the repeat result was 143 mmol/l. The initial chloride result was 90.2 mmol/l, and the repeat result was 107.6 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. There was no product problem identified. The issue was resolved by the service actions.